Event description:
The patient was implanted with a smooth becker expander/mammary prosthesis on 6/28/88. Subsequently, the patient experienced a ruptured device, capsular contracture and breast pain.